Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance values were not known. It was also clarified that the ins replacement procedure was due to normal battery depletion, and not the impedance issue. It was unknown if the cause of the impedance issue was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had impedance values that were not in range. The patient's neurostimulator was modified as a result of the event. The event status was unknown.